Manufacturer narrative:
Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The last time the battery was used on (B)(6) 2022 causing the cell to mis-match. Per (B)(4), in order to maintain the battery when not in active use the battery should be recharged every 3 months. However, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt. Device evaluation of battery pack was completed. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor or charge. The last time the battery was used on 09/06/22 causing the cell to mis-match. Per 90p006-a04, in order to maintain the battery when not in active use the battery should be recharged every 3 months. However, upon investigation a reportable malfunction was found. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages. A us distributor reported that a battery was unable to power on a monitor.